Manufacturer narrative:
(B)(4). Although requestd, the affected product has not been received. A follow up report will be submitted with investigatopm results should the devices be received for eval.

Event description:
The customer reported that the nurse had set up an infusion to run within 10 hours. The infusion completed in one hour. The reporter stated he was not sure of there was any py harm; none has been reported. Although requested, no add'l pt/event details were provided.